Event description:
It was reported that the patient presented to the hospital an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead failed to extend and the silicone pad at tip of the rv lead was found loose. The rv lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.